Event description:
It was reported that this right ventricular (rv) lead showed low, out of range pacing impedances. A lead safety switch (lss) occurred and also it looks like pacing may not be capturing for more than 2 seconds. There were also noisy signals with pacing inhibition for approximately two seconds. The health care professional will leave the system in unipolar mode, betting on decreasing sensitivity since the patient is dependent. Also, non-sustained ventricular tachycardia alert was turned on in case it stores myopotential over sensing events. No symptoms were reported. The rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).